Manufacturer narrative:
Images showed the inferior blade backing out. Surgeon did not like how it looked and decided to take patient back to surgery on (B)(6) 2019 to remove the blackhawk implant and place a new static cage w/plate to perform a new acdf surgery.

Event description:
Surgeon has not supplied images but claimed the implant was locked at time of surgery. Patient came back for 7 week follow up and was asymptomatic.